Event description:
From staff 1st event: went to give a vitamin k injection, before giving, noticed that the 30 g needle would not bring the medication to the tip of needle due to no actual hole in bevel noted. New 30 g needle obtained before injection given. It was either lot # 3024946 or lot # 3024945. From staff 2nd event on a different patient: I was preparing to give a hep b shot to newborn and when after I attached the 30-gauge needle to the syringe I attempted to push out the extra air from the syringe and met resistance. I tried to pull back on the syringe and that didn't work either. I put a new needle on the syringe and was able to expel the air from the syringe with no problem. Manufacturer response for needle, hypodermic, single lumen, n/a (per site reporter) unknown at this time.